Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of a missing sensor wire. The sensor was inserted on (B)(6) 2017. Patient's nurse reported checking patient and could not see or feel the sensor wire. There was no discomfort, swelling, or infection. At the time of contact, patient is okay. No further event or patient information is available. No product was provided for investigation. Data was received, but was found not relevant to the product at fault. The reported event could not be confirmed. The root cause could not be determined.